Manufacturer narrative:
The initial MDR 2432235-2017-00386 was filed on june 26, 2017. Additional information (6/8/2017): while a siemens regional support center (rsc) specialist was at the customer site, he noticed scratches on the cuvettes (vertical scratches before cuvettes are loaded in the instrument plus horizontal scratches on some of them after cuvettes are used by the system). The vertical scratches were addressed with the use of a new cuvette batch, while the horizontal scratches were addressed by replacing the magnet plate assembly and bearings transport ring. The uninterruptible power supply was disconnected to exclude any electrical issue that could randomly affect results. Additionally, brain natriuretic peptide and human chorionic gonadotropin testing was performed only for troubleshooting purpose. The advia centaur cp (s/n: (B)(4)) instrument is currently not in use.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the luminometer, wash 1 (rotary and positive displacement) pump, peristaltic tubing and covers (water and waste), and wash blocks. A siemens regional support center (rsc) specialist visited the customer site. The rsc specialist replaced the bearings transport ring and magnetic plate assembly, and aligned the sample and reagent probes. The aspirate and dispense tests were run at the wash station, which were with specifications. The acid, base, water and wash 1 lines were decontaminated with the standard bleach concentration. The customer is still observing issues with tni-ultra assay. Additionally, the issue has also impacted brain natriuretic peptide and human chorionic gonadotropin testing. The customer is not using the advia centaur cp (s/n: (B)(4)) instrument anymore. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was then repeated twice on an alternate advia centaur cp instrument, resulting lower both times. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2017-00386 was filed on june 26, 2017. The first supplemental MDR was filed on june 29, 2017. Additional information (07/10/2017): the advia centaur cp (s/n: (B)(4)) instrument has been replaced with a new advia centaur cp system.